Manufacturer narrative:
There is no indication of any system or component failure, as evidenced by all existing components remaining implanted and in use. Inadequate relief was reported several months after the implant, seeming to indicate that the initial position of the device was appropriate and that it had later migrated beyond the recommended depth for optimal communication. Migration is a known inherent risk of implantable neuromodulation systems.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 after having successfully completed a trial and wear experience with nalu. After activating the permanent system, the patient reported not receiving adequate pain relief. On (B)(6) 2024 a surgical revision was performed to reposition the existing implantable pulse generator (ipg) to a position that was more parallel and superficial to the skin surface to improve communication with the external therapy discs and restore therapy for the patient. No components were explanted or implanted during the procedure.